Event description:
(B)(4).

Manufacturer narrative:
Additional manufacturer narrative: device was returned and evaluated. Confirmed customer complaint. The hard drives were replaced to fix this issue. This unit was burned in and tested prior to shipping. Repaired unit was shipped back to the customer.